Manufacturer narrative:
Ups reboot; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that no power issue during cath-lab use; reboot resolved on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.